Event description:
A (B)(6), female, pt, contacted zoll customer support to report that her "belt wire caught on something now the wires are exposes." It was discovered later in the call that wires within the monitor were exposed. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon eval, the battery connector (j1) on the defibrillator board was found to be damaged. The root cause of the damaged battery connector cannot positively be determined, but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.